Manufacturer narrative:
The event date is approximate. Customer contact information, phone and mailing address were not provided.

Event description:
A consumer alleged that their flexcare power toothbrush caught on fire and has burn marks. No property damage and no injury were reported.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.